Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine would not power on. While troubleshooting the issue, the biomed discovered a loose pin on the power rocker switch where the white wire from the power control board plugs in. In addition, the biomed stated this pin was ¿scorched¿ (or charred), displaying clear signs of heat related damage. To resolve the reported issue, the biomed replaced the power rocker switch. The machine was able to be powered on afterwards. No flames or sparks were reported, and no burning smell, smoke, melting, or arcing was noted. In addition, there were no reports of sparks or flames. No damage was identified on any other components. The machine had 14,569 hours on it at the time of the repair. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The damaged power rocker switch was not available for evaluation, and photos of the part could not be provided. The machine was returned to service and was fully operational at the time of follow-up. There was no patient involvement associated with the reported event.